Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for regular follow up. Device interrogation revealed episodes of noise reversion due to noise on the atrial lead. No intervention was performed. Patient was in stable condition.